Event description:
The customer reports that a crack to the black sheath at grasper end, discovered during routine cssd check under microscope. There was no pt contact at the time, no injury. Filing this MDR only because one MDR found on two years look back.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information. This MDR is being filed only because one MDR was found on two years look back.